Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2025, a sales representative reported via email that an ar-2371-bl knotless ac tightrope repair system failed to tension properly. The tightrope hung approximately 1 inch from the bone, resulting in a completely loose construct. The implant was cut and replaced with an additional ar-2371-bl tightrope to complete the procedure, which functioned correctly using the same surgical steps. This was discovered during an ac joint reconstruction procedure on (B)(6) 2025, with no patient harm reported. Additional information was received on 07/23/2025: the case was delayed 10-15 minutes, with additional anesthesia administered during that time frame. No adverse effects reported on or after surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The failure appears to be due to user error, including improper use of the surgical technique associated with the device. The complaint allegation could not be confirmed, as the device was not returned for evaluation, and no supporting evidence of the reported failure was provided.